Event description:
A peritoneal dialysis (pd) nurse reported a patient was hospitalized on (B)(6) 2015 for hypokalemia and hypotension. The following is based on the medical records provided by the patient's treatment facility. The patient has a chronic hypotension, running in the 60-90's. She was feeling dizzy in the 60's and volume depletion was suspected and possibly sepsis. She was given a 500ml bolus with effect. She was also found to hypokalemic and was treated for this as well. She had a hypoglycemic episode and her glipizide was discontinued and endocrinology was consulted who adjusted her diabetes medications. The patient was discharged (B)(6) 2015 on onglyza, potassium supplements and with a blood pressure of 97/53. Upon discharge, the patient was advised to check her potassium levels and medication would be adjusted at the point.

Manufacturer narrative:
Based on the 4 pages of medical records information it appears that on (B)(6) 2015, the patient presented at her doctor's office with hypotension. The patient was directly admitted into the hospital and was diagnosed and treated for hypotension and hypokalemia. Physician notes revealed that the etiology of this hypotension episode was unknown but, it was thought to possibly be volume depletion. Patient's blood pressure improved with intravenous fluids. In addition, patient had episodes of hypoglycemia while hospitalized that improved with a change in medication. Patient improved and stabilized and was discharged on (B)(6) 2015. Medical records did not contain any further electrolytes levels, cbc levels, diagnostic results, dialysis treatment records before and during hospitalization, progress notes on medication records for review. There was no documentation in the medical record that indicated there was a causal relationship between the patient's liberty cycler and her hypotension or hypokalemia.

Event description:
Additional information: on (B)(6) 2015, this female patient was seen in her physician's office with a blood pressure in the 60's and some dizziness. The patient's blood pressure normally runs in the 80's and 90's. Patient was sent to the hospital and directly admitted. The patient was given a 500cc bolus of fluid and her blood pressure went up. In addition, the patient's potassium level was low and this was replaced and she was put on scheduled potassium. During the patient's hospitalization, she had some hypoglycemic episodes. Patient's glipizide was discontinued and she was started on onglyza. Patient's blood sugar stabled out and her blood pressure went back to baseline. Patient was discharged on (B)(6) 2015. Her discharge diagnoses were hypotension, stable end-stage renal disease, chronic vertigo, diabetes type ii and history of deep vein thrombosis.

Manufacturer narrative:
A failure analysis investigation was not performed as the cycler was not replaced in the complaint for the reported symptoms. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification. A supplemental report will be submitted upon completion and review of the available medical records.